Event description:
(B)(6) 2026 the customer reported that the capsule was retained and had to be surgically removed via colonoscopy. The procedure was successful in retrieving the capsule; the patient was stable and recovered with no complications. The capsule was then sent to the download center and the video was successfully uploaded to capsocloud. The (B)(4) - capsule incident questionnaire was sent to the customer to obtain additional information. The capsule was sent to the download center and the video was successfully uploaded to capsocloud. (B)(6) 2026 - we reached out to the customer for an update on the (B)(4) on (B)(6) 2026, (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026 and received no response.

Manufacturer narrative:
(B)(6) 2026 the customer reported that the capsule was retained and had to be surgically removed via colonoscopy. The procedure was successful in retrieving the capsule; the patient was stable and recovered with no complications. The capsule was then sent to the download center and the video was successfully uploaded to capsocloud. The (B)(4) - capsule incident questionnaire was sent to the customer to obtain additional information. The capsule was sent to the download center and the video was successfully uploaded to capsocloud. (B)(6) 2026 - we reached out to the customer for an update on the frm-0089d on (B)(6) 2026, (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026 and received no response.